Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was reinstalled to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was reinstalled to resolve the reported issue.

Event description:
The hospital reported a malfunction causing a loss of manual ventilation. There was no report of patient involvement.